Event description:
Following a diagnostic procedure, an angio-seal device was placed. Five hours following the procedure the pt was discharged home. The next morning while the pt was ambulating, he felt a "pop" in his groin, followed by noted swelling. Manual pressure was held during transport to the hosp, and the hematoma had resolved by the time of the pt's arrival. The pt was admitted and kept overnight for observation with a sandbag in place. The pt was discharged home the following day without further reported sequelae.